Event description:
It was reported to philips that a grid switch unavailable message occurred during imaging workflow on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray tube and recommended further testing and calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).